Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl. Bg cause was not known. Customer received assistance from paramedics and was provided carbohydrates to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use on (B)(6) 2020. The lowest blood glucose (bg) entered into the pump by the user was 270 mg/dl on (B)(6) 2020. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.